Event description:
A 5mm applied inzii specimen bag did not open all the way. The surgeon punctured the tumor specimen attempting to fit it in the bag and tumor contents spilled into the surgical site. A new bag was opened. Four liters of sterile water was used to irrigate the area.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.